Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No alarms noted. Several alarms due to corrupted history file. The insulin pump received with scratched lcd window.

Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 446 mg/dl. Customer is experiencing nausea and tingling in the legs. During troubleshooting, the time and date are incorrect. Assisted with correcting. Programming is correct. Check alarm history. Found several alarms. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.